Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from september 28, 2022, to september 29, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the connecting tube. This issue was identified before use. There was no patient involvement. No additional information is available.